Event description:
It was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using two gore viatorr tips endoprostheses. Four days after implant, a computed tomography scan showed stent occlusion. Balloon angioplasty was performed to return blood flow through the stents, and the patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. The device remains implanted; therefore, an engineering evaluation cannot be performed. The second gore viatorr tips endoprosthesis is documented in manufacturing report number 3007284313-2013-00021.